Event description:
It was reported that, the pt had a tha in 2009. When the pt climbed onto wheel chair from her bed, she felt an uncomfortable feeling on her hip. The surgeon noticed the dissociated insert on x-rays and CT images immediately. Surgeon performed a revision surgery four days later".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.